Manufacturer narrative:
(B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set was occluded. The following information was provided by the initial reporter: nursing staff were administering panadol in a glass bottle using a secondary set. Vent opened but drops still coming from primary fluid. Nursing staff needed to use an airway needle.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "vent opened but drops still coming from primary fluid." The product in use at the time is reported to be a 10016073. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 10016073 set in the past 12 months.

Event description:
No additional information.